Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal aseptic transfer kit housing did not have any pressure and was opened while the hand piece motor was running. It was reported that surgery time was extended by an unspecified amount of time. There was no report of pt injury associated with the event. No add'l clinical info was received prior to this report.